Event description:
It was reported that the patient presented in clinic for a follow-up after receiving a vibratory alert. Interrogation revealed that the right ventricular lead exhibited low defibrillation impedance resulting in delayed therapy. X-rays revealed that the lead exhibited an insulation breach and possible fracture. Programming changes were made. The patient had no adverse consequences.

Manufacturer narrative:
Correction: h6 - added failure to deliver shock/stimulation code not previously reported.

Event description:
Additional information notes that the patient's right ventricular lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Correction: h6 should be 2988 - naturally worn rather than 1069 - break h7 recall should be checked h9 z-number should be z0457-2012.

Manufacturer narrative:
The reported events of low defibrillation impedance and insulation abrasion were confirmed while the reported event of suspected lead fracture was not confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found multiple internal insulation abrasions breaching the ring electrode and right ventricular cable lumens in between the shock coils. Internal insulation abrasion was noted breaching the re cable lumen at 9.5cm to 11.3cm from the distal tip. Etfe cable coating of one re cable was abraded in this location. Internal insulation abrasion was noted breaching the rv cable lumen at 9.5cm to 10.7cm from the distal tip. Etfe cable coating was not abraded in this location. Internal insulation abrasion was noted breaching the rv cable lumen at 13.5cm to 14.0cm from the distal tip. Etfe cable coating of both rv cables were abraded in this location. Internal insulation abrasion was noted breaching the re cable lumen at 15.4cm to 15.7cm from the distal tip. Etfe cable coating was not abraded in this location. Procedural damage to lead insulation was also noted in this location. Further analysis found an external insulation abrasion breaching the superior vena cava cable lumen at the proximal region of the lead. External insulation abrasion due to friction to the device can was noted breaching the svc cable lumen at 11.9cm to 12.1cm from the connector pin. The etfe cable coating was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can. The cause of the low defibrillation impedance was isolated to the insulation abrasion. X-ray examination did not find any fractures or further anomalies.

Event description:
It was reported that the patient presented in clinic for a follow-up after receiving a vibratory alert. Interrogation revealed that the right ventricular lead exhibited low defibrillation impedance. X-rays revealed that the lead exhibited an insulation breach and possible fracture. Programming changes were made. The patient had no adverse consequences.